Event description:
Caller reported compact plus system blood glucose result of 219 mg/dl, professional system result of 111 mg/dl within 10 minutes. At the time of the reading on the nurse's meter customer had to sit down and didn't feel well. Granddaughter had to get customer a glass of juice; customer was not able to self treat. Customer felt fine after drinking the glass of juice. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.